Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation it was determined that the digital board in this device was manufactured in 2005, which at that time was not built to be compatible with the type of battery (smart/surepower) that the customer was using. Smart batteries were manufactured in 2006. The digital board was upgraded to be compatible with the smart type batteries. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to recognize the battery installed to power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.